Event description:
The defibrillation system was implanted on (B)(6) 2018. Reportedly, on (B)(6) 2019, the patient was admitted to the hospital due to inappropriate shocks resulting from ventricular noise oversensing. Upon ICD interrogation, a warning was displayed stating that ventricular lead impedance was saturated at 3000 ohms on (B)(6) 2018, however the lead impedance curve was normal. The sensitivity was reprogrammed to 0.6 mv and the noise oversensing could not be reproduced during the follow-up with provocative maneuvers. On (B)(6) 2019, the patient was admitted to the hospital due to approximately 20 inappropriate shocks. Normal lead impedance measurements were still observed. Preliminary analysis revealed that the beginning of a ventricular lead issue and/or a lead-ICD connection issue at ventricular level is suspected.

Manufacturer narrative:
Based on preliminary analysis results, the warning on high ventricular lead impedance resulted from an out-of-range measurement during the implantation procedure. No issue is suspected on the subject ICD.

Event description:
The defibrillation system was implanted on(B)(6)2018 . Reportedly, on (B)(6)2019 , the patient was admitted to the hospital due to inappropriate shocks resulting from ventricular noise oversensing. Upon ICD interrogation, a warning was displayed stating that ventricular lead impedance was saturated at 3000 ohms on (B)(6)2018 , however the lead impedance curve was normal. The sensitivity was reprogrammed to 0.6 mv and the noise oversensing could not be reproduced during the follow-up with provocative maneuvers. On(B)(6)2019 , the patient was admitted to the hospital due to approximately 20 inappropriate shocks. Normal lead impedance measurements were still observed. Preliminary analysis revealed that the beginning of a ventricular lead issue and/or a lead-ICD connection issue at ventricular level is suspected.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2018. Reportedly, on (B)(6) 2019, the patient was admitted to the hospital due to inappropriate shocks resulting from ventricular noise oversensing. Upon ICD interrogation, a warning was displayed stating that ventricular lead impedance was saturated at 3000 ohms on (B)(6) 2018, however the lead impedance curve was normal. The sensitivity was reprogrammed to 0.6 mv and the noise oversensing could not be reproduced during the follow-up with provocative maneuvers. On (B)(6) 2019, the patient was admitted to the hospital due to approximately 20 inappropriate shocks. Normal lead impedance measurements were still observed. Preliminary analysis revealed that the beginning of a ventricular lead issue and/or a lead-ICD connection issue at ventricular level is suspected.